Event description:
It was reported that the when the lead was connected to a new device and ventricular fibrillation was induced, the first shock did not rescue the patient. The patient required external rescue. Shock impedance measured greater than 200 ohms and 0 joules was delivered. The lead was replaced. No patient complications have been reported as a result of this event.